Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#:k951254.

Event description:
It was reported while using bd safetyglide¿ 1-ml syringe with 25-g x 5/8-in needle a stopper was found to be deformed. There was no report of patient impact. The following information was provided by the initial reporter: stopper deformation.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-mar-07. Investigation summary: one physical sample and one photo of a 1ml slip tip syringe with safetyglide 25x5/8 needle (p/n 305903) were received. Through visual inspection, it was observed that the stopper was missing from the plunger tip and instead jammed against the inside wall of the barrel and the plunger rod. The observed condition is non-conforming per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #0325431 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported while using bd safetyglide¿ 1-ml syringe with 25-g x 5/8-in needle a stopper was found to be deformed. There was no report of patient impact. The following information was provided by the initial reporter: stopper deformation.